Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative, the helix of a right atrial (ra) lead would not extend. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.